Event description:
No blood glucose levels reported. The customer reported that the insulin pump had stopped working. The customer was unable to recall what exactly happened but the customer reinstalled the battery of the insulin pump and the insulin pump worked properly again. The customer was advised to call should the issue reoccur so that we can properly troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).